Manufacturer narrative:
Date of event/therapy date was sometime in (B)(6) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of the homechoice cassette during preparation of peritoneal dialysis therapy. The location of the leak could not be specified and it was reported to have occurred when the lines were filling with fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.